Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to backflow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with back flow in the tubes. The following information was provided by the initial reporter, translated from french to english: when I hit the blood test tubes, the blood goes back into the vein.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with back flow in the tubes. The following information was provided by the initial reporter, translated from french to english: when I hit the blood test tubes, the blood goes back into the vein.